Event description:
It was reported that a death occurred some weeks following a procedure in which a prostar xl device was used. Reportedly, arteriotomy closures of the right and left superficial femoral arteries were attempted using the prostar xl device after an unspecified procedure. The patient was reported to be extremely obese, had a pendulous abdominal apron and macerated skin. The groin area was described as being hostile for open surgery. Although the target groin is not recommended for the prostar xl, it was decided to deploy the devices in the superficial femoral arteries below the worst of the macerated skin. The procedure was long and complex, but the patient initially did well. Due to the site of the puncture and size of the sheath (24fr), a special post-operative ultrasound scan was performed and the groins appeared to be satisfactory. At first there was no false aneurysm noted; however, this was believed to be an error due to the patient's obesity. A second duplex scan and a computerized tomography scan confirmed there was a pseudoaneurysm in the right superficial femoral artery. The left side was sealed. The patient remained well throughout this period. That evening a professor of vascular surgery operated on the patient for the pseudoaneurysm, but because of the maceration and extreme obesity, he struggled to control the bleeding that was inevitably released with open exposure. The patient suffered 3 cardiac arrests during surgery due to massive blood loss. The bleeding was eventually controlled, but the patient went into organ failure and died some weeks later in the intensive therapy unit. It was reported the event was not a failure of the device in its intended use.

Manufacturer narrative:
(B)(4). Date of event changed from the estimated date of (B)(6) 2011 to the actual date of (B)(6) 2011. The device was not returned for analysis. Without the device evaluation, a cause for the reported pseudoaneurysm could not be determined. However, the following contributing factors for the reported incident were considered and include, but are not limited to, anatomical conditions, location of the arteriotomy site or deployment technique. The account indicated that the event was not a failure of the device in its intended use. It was reported the patient was extremely obese, had a pendulous abdominal apron and macerated skin and the device was used in the superficial femoral artery below the worst portion of the macerated skin. The instructions for use states that the prostar xl percutaneous vascular surgical systems are intended for percutaneous delivery of sutures for closing the common femoral artery access site. There was no reported information that suggested incorrect technique. The reported morbid obesity, use of the device in the superficial femoral artery and vessel conditions requiring an endovascular repair of type IV thoracoabdominal aortic aneurysm likely contributed to the pseudoaneurysm. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed as the lot number is unknown and the device was not returned. Based on the information available and the device inspection criteria, there does not appear to be any indications of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date (reported as approximately 3 months ago). The operator was aware of the risks and implemented proactive scanning to look for pseudoaneurysms. The operator indicated the death was ultimately caused by the failure with open surgery due to the reasons previously outlined above. The physician is reported to be trained in the use of the device. No additional information has been provided. Device (B)(4): indications for use (device deployed in the superficial femoral artery) the device was not returned for analysis. The lot number was not reported. A follow up report will be submitted with all additional relevant information. The safety and effectiveness has not been established in patients who are morbidly obese.

Event description:
Subsequent to the initial medwatch report, additional information has been received. The procedure performed prior to the arteriotomy closure was an endovascular repair of type IV thoracoabdominal aortic aneurysm. The date of death was (B)(6) 2011, eighteen days post procedure. The cause of death has been reported as thoracoabdominal aortic aneurysm (operated).